Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed and concluded that although the user did not follow all the recommandations of verification, the registration was accurate. The placement of implants at the entry points are accurate but not in depth at the target points. However, the accuracy in depth depends on the method of implantation. In this case, the elements of analysis indicate that the device operated within specifications.

Event description:
The surgeon notified the clinical representative (cr) that one of rns leads implanted was too deep by approximately 12 mm. A revision surgery was performed, and surgeon confirmed that measurement mark on electrode was in correct spot. No known complications for the patient.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon notified the clinical representative (cr) that one of rns leads implanted was too deep by approximately 12 mm. A revision surgery was performed, and surgeon confirmed that measurement mark on electrode was in correct spot. No known complications for the patient.